Event description:
It was reported that within two days of implant, both the atrial and rv (right ventricular) leads dislodged. Both leads were repositioned and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 implantable pulse generator, (B)(6) 2013. (B)(4).